Event description:
The zero tip basket was inserted during the ureteroscopy portion of the procedure- it was discovered immediately the knot holding the basket had come undone, taken out new one given, and used. No issues.